Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an ulcer under back te pads. The patient¿s nursing staff dressed the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.